Event description:
A ligasure (ref#lf2019, lot 12780167x) was used with valleylab/covidien ft10 bovie (biomed #l082dx) malfunctioned while in use during procedure. Worked once then errored saying check for metal clip/staples, excess fluid. Instrument was removed from surgical field, when inspected found the blade in the device exposed and bent in the jaws of the instrument. Rep contacted. FDA safety report ID # (B)(4).